Event description:
The account alleged that the head function ran up unintentionally. No injury reported.

Manufacturer narrative:
The account isolated the hand pendant but the alleged issue remained. No further info is available on the repair of the bed at this time.